Manufacturer narrative:
Concomitant medical products: catheter: model neu_unknown_cath, serial# unknown, implanted: unk, explanted: unk. (B)(4).

Event description:
It was noted that a motor stall occurred and that the patient had the device "for like nine years." No further information was provided.